Event description:
The reported alleged that the pump dispensed insulin from the cartridge during the load step. The patient reports this happened with four different cartridges. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Recall # 2531779-03/24/2010/003-r. The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the force sensor was found to be out of calibration and contamination was found on the force sensor plate. There was internal moisture found when the pump's casing was removed. The rewind, load and prime steps were performed on the pump and were successfully completed. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.